Event description:
The customer reported that the touch screen on the ventilator is freezing up. They claim the screen has spots on in like water spots.

Manufacturer narrative:
The customer evaluated the ventilator and replaced the front panel with a good working front panel and the problem was corrected. The care fusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.